Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a meal with a highest recorded blood glucose of 291 mg/dl, while the ilet displayed no alarms stopping insulin delivery and the user reported no leaks or infusion set issues. Symptoms included no reported clinical effects. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education regarding infusion set assessment and management options, including waiting for automated correction or administering a manual insulin injection per physician directions with guidance to disconnect from the pump for a defined period if injecting off-pump. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with device function reported as normal and no confirmed hardware or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.